Manufacturer narrative:
Initial reporter phone number (B)(6).

Event description:
Customer reported the general system test goes into failure. There was no reported adverse patient impact.

Manufacturer narrative:
A supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem was verified during lab tests. The rtc battery voltage was low (out of spec) on this processor board. The available information is consistent with a malfunction of the processor pca. The cause was low rtc battery voltage. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.